Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device was not correctly measuring the non-invasive blood pressure (nipb). There is no patient involvement.